Event description:
Multiple pre-klenz canisters are not spraying properly. After further internal discussion, there will be occasionals cans that will not spray and is tossed by staff (past 2 years). Tested cans for a week and discovered 29 defective that will not work or emits a weak spray. Manufacturer response for point-of-use treatment, pre-klenz (per site reporter). Account rep formally logged complaint and submitted to their quality team. Defective batch was picked up and replaced at no charge.